Manufacturer narrative:
Manufacturer's investigation conclusion: there were incidental findings on the mpu¿s patient cable rubber housing which was not well adhered to the black and white connecters. The reported event of the rubber housing on the connection block of the mpu's patient cable coming loose was confirmed via visual analysis. The mobile power unit (mpu) (serial number: (B)(6)) was returned to the european distribution center (edc) for repair. Upon initial observation, the mpu¿s patient cable rubber housing was not well adhered to the black and white connecters. The patient cable was replaced on the mpu to resolve the issue. Performed preventative maintenance and upgraded the mpu to a latest software. Performed full functional checkout after repairs, which the unit passed all testing. Forwarded the repaired (B)(6) to the loaner/rental pool. The root cause for the rubber housing coming loose on the connection block of the patient cable was unable to be conclusively determined through this investigation. The device history records were reviewed and the records revealed the mobile power unit (serial number: (B)(6)) was manufactured in accordance with manufacturing and qa specifications and was shipped via customer order on (B)(6) 2017. Heartmate iii instructions for use section 8 entitled ¿equipment storage and care¿ and heartmate iii patient handbook section 6 entitled ¿equipment maintenance¿ addresses how to properly care for, maintain, and store the equipment for proper use. Heartmate iii patient handbook and heartmate iii instructions for use (IFU) caution users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Device received at the service center on 29 december 2020. The investigation results will be provided in final report.

Event description:
It was reported that the mpu (mobile power unit) had a rubber from the patient cable that came loose from connector. The patient cable was replaced and the software was upgraded.